Event description:
The device was used during a mtd-cab procedure. Reportedly, some of the internal thoracic artery was damaged. The surgeon repaired the artery by firing another clip on the pt's side. The pt's current status is satisfactory.

Manufacturer narrative:
12/31/1998- supplemental report sent to FDA. The device was returned fully fired preventing a full functional evaluation. No abnormalities were observed.